Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This complaint is being reported due to the following conclusion: although the incident occurred prior to start of the procedure, the patient was under anesthesia at the time of the event. Due to the unexpected hypertensive episode, the procedure was aborted to preclude permanent impairment.

Event description:
It was reported that prior to the start of an ion endoluminal lung biopsy procedure, the patient became severely hypertensive. The incident occurred after the administration of anesthesia. As a result of the hypertensive episode, the procedure was aborted. It is unknown if any additional interventions or hospitalization were required at this time. The cause of the event is also unknown. Intuitive surgical inc. (Isi) conducted several attempts to contact the customer to obtain additional information. However, as of the date of this report no new information has been provided by the customer.